Event description:
Caller reported a malfunction on the pump, specifically citing malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and after assistance, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if any further issues arise.